Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports a piece of the coagucheck safe-t-pro lancet remained in the patient's finger. The patient used tweezers to remove it and applied a bandage to his finger. No medical treatment required. Requested return of suspect device and replacement was sent.